Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found damaged cable. In addition, the device evaluation found water leak in coupler unit the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had no image (remains black) and the cable insulation was damaged in the middle. The event occurred in preparation of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image (remains black) and the cable insulation was damaged in the middle. The event occurred in preparation of an unspecified procedure. There were no reports of patient harm.